Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s daughter reported via phone call that the insulin pump would alarm a no delivery. It would not stop beeping and had blanked out at one time. The battery was full. The no delivery alarm had happened on numerous occasions. Once it beeps, it would turn off and turn back on to reset itself. They would hit the exit and enter to get it to quit beeping. The customer¿s blood glucose level was unknown. They did not have the insulin pump to troubleshoot. The device will not be returned for analysis.